Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to exceed 600 mg/dl. The customer took corrective action by administering a correction bolus via the pump, and assistance from third parties was not necessary. After the malfunction code was reset with help from technical support, the issue did not recur, and the customer was instructed to continue using the pump and to contact support if the problem arose again.